Manufacturer narrative:
Inspected one opened/used reservoir, checked o-rings stopper groove per anomalies and none were found. Ran basal, bolus and leaking test per specifications as follow, filled the reservoir with diluent and connected to a new infusion set, installed reservoir and connected into 5xx pump, reservoir did not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had no delivery alarms during priming and went to the hospital with high blood glucose. The customer was treated and released the same day. It was stated that the infusion set and reservoir were changed at the hospital and the glucose level went down. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.